Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed. Within the visual inspection it was determined that one metal connecting lug was melted with the plastic of the battery pack indicating that temporarily hot temperatures occurred. Within the functional inspection the battery pack was connected to a sample qdm. The sample qdm was not working in forward or reverse direction initially. Furthermore the automatic system check could not be verified. After forcibly removal of the metal connecting lug from the melted plastic area a second functional inspection revealed a correct forward and reverse turning function as also an automatic system check of the sample qdm. Based on investigation the root cause for the heating of the battery pack was a short circuit between ¿+¿ and ¿-¿ pole. This was caused by the contact of the housing with the deformed ¿+¿ pole of the battery pack. The root cause for the plastically deformed metal connecting lug could not be determined. Based on statistical evaluation there are no indications for any systematic, material or manufacturing related issue.

Event description:
During surgery, the surgeon opened the battery's package, attached the battery to the quickdrive mini and tried to use the driver. It did not drive. After that he checked the battery and found that it has became hot. After that, he did not use the battery nor the driver.

Event description:
During surgery, the surgeon opened the battery's package, attached the battery to the quickdrive mini and tried to use the driver. It did not drive. After that he checked the battery and found that it has became hot. After that, he did not use the battery nor the driver.